Event description:
When the lead stimulation cable was attached to the tined lead, the impedance of all 4 contacts came up as open in red and the cable was unable to read the thresholds for each contact. The needle test stimulation cable was used to complete the case.

Event description:
See section h, number 6, event problem and evaluation codes.